Event description:
Right cvp changed over wire. During procedure cvp line cut distal to insertion site where catheter remained sutured in place. Wire was run through ort, suture cut and removed completely. Somehow during replacement of cvrp catheter the proximal end of older cvp remained in patient. Cxr #1 showed 3 inches or so line transverse across diaphragm. Cxr #2 done after clearing patients chest and back of material. Fragment removed via percutaneous technique without difficultydevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.